Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) with mild calcification and mild tortuosity. The 2.75x38mm xience skypoint stent delivery system (sds) was advanced to the target lesion; however, the balloon did not inflate to 8 atmospheres (atm). Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.